Event description:
Event description cpi received information that this endotak c transvenous defibrillation lead was exhibiting > 2000 ohms of impedance and was not capturing, though it was sensing appropriately. Lead fracture was suspected so lead was replaced.